Event description:
It was reported that the customer had high blood glucose levels of 470 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer also reported low blood glucose levels prior to the hospitalization. Troubleshooting was done. The customer reported that the high blood glucose levels were probably caused by a reaction to hospital treatment. The customer was advised to monitor blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.